Manufacturer narrative:
Although requested, additional information has not been received and the product has not been returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other complaints for this lot to date. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
It was reported that the intraocular lens (iol) was explanted approximately five months after implant as a result of double vision. After iol explant, it was noticed the lens was missing a haptic. The eye was inspected, but the haptic was not seen. The reporter could not confirm if the haptic remained in the eye or fell out. Additional information has been requested, but has not been received.